Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable pump infusing an unknown drug. It was reported that the pump was explanted.

Event description:
Additional information was received that reported the patient had withdrawal symptoms and had reported it to the physician (B)(6). The physician did a rotor and dye study and determined that the catheter was an older version. The physician replaced the pump and the catheter due to age of catheter and it compromising effective therapy.

Manufacturer narrative:
Continuation of d10: product ID 8731sc serial# (B)(6) implanted: (B)(6) 2010 explanted: (B)(6) 2025 product type catheter product ID 8578 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are : product ID: 8578 serial# (B)(6) ubd 2022-10-08 UDI# (B)(4). Section d information references the main component of the system. Other relevant device(s) are : product ID: 8731sc serial# (B)(6) ubd 2012-10-28 UDI# (B)(4). Corrected information: g3 on the initial MDR should have been 2025-05-28. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.